Event description:
After removing a pt from the model 3100a for prescribed suctioning, when the pt was placed back on, the 3100a's oscillatory driver was reported as running intermittently sluggish. The pt was placed on another 3100a without compromise.